Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient experienced bleeding from impella access site. As a result, the patient was administered blood products, amount unknown. Hemostasis was attempted by adding sutures to the skin. It was noted that the patient also experienced bleeding from pcps site and stomach, unrelated to impella. No further information was provided.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Product was not returned.